Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began sometime in (B)(6) 2012, exact date unknown. The patient reported that he manages his diabetes with an unknown type and dose of insulin (self adjuster) and denied making any changes to his usual diabetes management routine in response to the alleged issue. He claimed that approximately 2 months after the issue began he developed symptoms of 'shakiness, blurred vision and feeling faint.' Despite his symptoms, he denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did need to be charged based on the use of meter. The issue was resolved and the patient declined a replacement meter. This complaint is being reported because the patient reportedly was unable to test his blood glucose due to the reported issue and developed symptoms suggestive of a serious injury after the alleged meter issue began.